Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting crosstalk oversensing of the atrial signal on the ventricular channel causing pacing inhibition for the patient. The sensitivity values were reprogrammed, and the ICD remains in service. No adverse patient effects were reported.